Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part number 0997001178 with a reported unit failure of a pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 000207d008 rev. Ar. The getinge service territory manager (stm) that encountered the issue, replaced the pim assembly and tested good. The stm completed a full pm, all tests passed to factory specifications. Returned to the customer and released for clinical use.